Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had an accident and since then the sound quality with the device is affected. Further steps are pending.

Event description:
The user had an accident and since then the sound quality with the device is affected. The user has been re-implanted.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact. The accidental fall described in the recipient report appears to match the damage found. Other damages found during investigation are attributable to the removal surgery. This is a final report.